Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary this memo is to summarize findings on your recent complaint (B)(4) against bd middlebrook 7h10 agar, catalog number 254520, lot number 4099899 with respect to contamination. Event description: the customer reported contaminated plates. Complaint history review: complaint history was reviewed for the past 12 months, and one similar complaint was received for this catalog number; however, a trend could not be identified. Batch history record (bhr) review: the bhr was reviewed. No deviations from the validated manufacturing processes were identified. Sample analysis: the retain samples were reviewed and no deviation was detected. Neither return nor picture samples were provided by the customer for analysis. Evaluation results: this product is filled under aseptic conditions. Therefore, sterility of the finished product cannot be guaranteed. Unfortunately, a 100 % inspection level for sterility is not possible and sterility testing is carried out based on a representative sample. In consequence, occasional contamination cannot be prevented by 100%; although the contamination rate remains below the acceptance level. A definite root cause was not identified. Investigation conclusion: based on the above-mentioned evaluation and the absence of samples or pictures, the complaint cannot be confirmed for contamination. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported while using bd middlebrook 7h10 agar,plate, 90 mm x 20, there was a false result due to contamination. There was no report of patient impact.